Event description:
Subsequent to the initial medwatch report the following additional information was received: the device was used in the left common femoral artery. Excessive bleeding was treated by surgical angiography. Shock was treated by artificial respiration, a lot of rehydration, blood infusion, vasopressor therapy. A hematoma was found at front cavity of peritonea. The hematoma was removed and the artery was surgically sutured.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): improper or incorrect procedure or method, excessive force. Excessive force should not be applied in the advancement or withdrawal of this device. Forcible handling of this device should be avoided while the foot is deployed in the body. Vessel damage or device damage/breakage may occur. The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information. It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The analysis of the returned device indicates that the guide was broken at the suture bearing area. This confirmed the reported experience. Based on visual analysis of the returned device, the cause was due to user error. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Per the instructions for use (IFU), under warnings for contraindications: excessive force should not be applied in the advancement or withdrawal of this device. Forcible handling of this device should be avoided while the foot is deployed in the body. [Vessel damage or device damage/breakage may occur.] Based on the investigation, there does not appear to be any indication of a product quality deficiency.

Event description:
It was reported that an arteriotomy closure of the heavily calcified and moderately tortuous left femoral artery was attempted using a proglide with a 6fr sheath, after an interventional procedure. Reportedly, a non-abbott device was used unsuccessfully, the physician then used a proglide device; however, difficulty was felt advancing the device due to a heavy calcium. Good force was applied to advance the proglide and the physician felt a "broken feeling". Upon removal, the device was broken at the end of the guide tube (at guide wire port) only proximal part remained in the physician's hand. The distal end remained on the guide wire. In order to retrieve the distal end, a 9fr sheath was inserted and biopsy forceps were used to remove the distal end and removed successfully. Hemostasis was achieved with a non-abbott balloon. The patient went into shock by excessive bleeding at access site but resolved and now, she is stable. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.